Event description:
Per provider the tubing in leaking. Per the independent repair center statement the unit is alarming or red light. The pvc tube is leaking. The 8" tie wraps leaks and the hose clamps are leaking.